Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Explanted date - only the locking bar portion of the tibial tray was removed and replaced on (B)(6), 2011. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 4 of 4 mdrs filed for the same patient/event(s) (reference 1825034-2011-00714 / 00717). This report filed (B)(4), 2011.

Event description:
It was reported that patient with a history of total knee arthroplasty underwent a revision procedure on (B)(6), 2010 due to lack of motion and pain. A subsequent revision procedure was performed on (B)(6), 2011 to remove and replace a locking bar that backed out.